Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for analysis. The event log showed a high alarm displayed, a cassette not attached properly and upstream occlusion alarm. Functional testing was performed. Testing was performed and found the device failed high pressure calibration test and alarmed. It was found that the downstream occlusion sensor was inoperable and the cause of the issue. Therefore, the downstream occlusion sensor will be replaced.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that cadd solis vip pump failed to prime. The pump also displayed upstream occlusion alarm. No patient injury or complications were reported in relation to this event.